Event description:
During preparation, the physician attempted to shape the guidewire (subject device) distal tip, but was unsuccessful. Upon analysis of the returned device, it was found that the polytetrafluoro ethylene (ptfe) coating was peeling on the proximal end.

Manufacturer narrative:
A review of the device history record was performed on this batch and no issues of discrepancies were found. The device history record showed that this device met all required specifications. Based on the investigation and info provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. The device was returned for analysis and found that the guidewire was slightly bent 4.0 cm from its distal end. Special attention was focused on the guidewire distal tip. The guidewire appeared to have been shaped on its distal section. The guidewire was straightened in the lab and reshaped on its distal section without any difficulties. From the condition of the guidewire, it appears that wire may have been bent during the shaping process. Further observation was made and found that the ptfe coating was missing 360 degrees, from 30.0 cm to 38.0 cm from the proximal end. Visual examination also confirmed sections on the proximal section of the wire where the coating was partially peeled up from the stainless steel corewire. Evidence of the torque device brass collett markings appeared to be on the guidewire. From the condition of the guidewire, it appears that the torque device had been insufficiently tightened and dragged down the wire. A visual examination of the distal end of the guidewire did not reveal any abnormalities or any evidence of peeling/flaking in the coating (i.e. No coating blisters, bubbles or irregular surfaces). Info provided and analysis performed, the most probable root cause is user error, since the torque device was not fastened down properly.